Manufacturer narrative:
A field service engineer (fse) evaluated the event on 10/08/2015 and observed instrument to find the source of the rbc issue. The fse found bubbles in pm2 (rbc diluent dispenser). The fse trimmed the tubing from the diluent line and replaced the damaged lever and cap of the bsv resolving the intermittent high rbc results. The repairs were verified per established service procedures. (B)(6).

Event description:
The customer reported an ongoing issue with intermittent erroneous high rbc results on patient samples cycled on the coulter lh 780 hematology analyzer. Printout of the results were requested but the customer had discarded them and was unable to provide them. No erroneous results were reported out of the lab and there was no change or effect to patient treatment in connection with this event.